Event description:
After implantation of components and after retinacular closure, spd discovered a portion of the im rod appeared to have broken. Intraoperative x-ray confirmed foreign body in intramedullary canal of tibia.